Event description:
The nibp machine from a nursing unit was not working. The nibp device was tagged and sent to biomed. The biomed technician called me to alert me to his findings. He stated that the entire nibp tubing was filled with blood. We could not identify when this machine was taken out of service, which patient it was last used for and the staff member that used it prior to the dysfunction. There is concern that this product/device (nibp hose adapter) fits our IV tubing connections. It does not have a unique fitting in order to prevent someone accidentally attaching it to IV tubing.when this event was brought to my attention, I removed an IV cap from an IV tubing injection site and was able to connect the ge/critikon nibp male slip luer connector from the cuff adaptor to the injection site.we do not know if this one was actually ever connected to the IV tubing, however we did discover that it was possible, which is a concern.